Event description:
It was reported that a patient underwent a balloon kyphoplasty at l1. One of the balloons failed to advance down the working cannula during the procedure. This caused a delay with the procedure of approximately 10 minutes, however no patient complications were reported and procedure was completed successfully.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: product analysis results: ibt analysis - complaint return ibt partially inflated as received. When deflated, the ibt collapsed axially, but not transversely (ibt balloon width). As such,the balloon was unable to be started into the stylus cannula. Unable to determine root cause of the foregoing event from the available information. The ibt was received in a condition unsuitable for analysis.